Manufacturer narrative:
Results: loose control board in footboard.

Event description:
It was reported by service report that the footboard control board had come out of position and was loose because, the screw guide had come out of the footboard shell slot. No pt involvement or adverse consequences are reported.